Event description:
The customer stated error code 1007, unable to process test, activated read failure was occurring at the rate of once per day since beginning use of reaction vessel lot 68553p100. Replacing the reaction vessel lot resolved the issue. No impact to patient management was reported.

Event description:
It was reported the patient was unable to find an hcp to refill her pump. The patient was fine until she missed the refill date. The patient then experienced withdrawal symptoms of: peripheral vision problems, severe body pain, return of back pain, and was incoherent when ambulance took the patient to hospital. The patient was hospitalized for 5 days and was transferred to 3 hospitals in that time frame. While the patient was at one hospital, it was verified that the pump was dry. However, the hcp that was contacted, stated that he had paperwork that showed that the pump should not be dry, and refused patient care. The patient was transferred to another hospital, where her pump was refilled. The patient was feeling better after the pump was refilled, although continued to have vision problems. The drug in the pump was morphine sulfate. The patient was home and in fair condition. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.